Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that when they looked at the pre-op images prior to a revision to reposition screws, they saw all screws were perfectly placed but looked like 2x screws had a halo around them indicating loose screws. The surgeon removed all screws and replaced them with another company's hardware.

Manufacturer narrative:
A revision surgery took place on (B)(6) 2025, where it was reported that when they looked at the pre-op images prior to the revision to reposition screws, they saw all screws were perfectly placed but looked like two screws had a halo around them potentially indicating loose screws. The surgeon removed all screws and replaced them with another company's hardware. The reporting spine specialist was contacted to obtain additional details regarding the revision, including the basis for concerns about screw placement, whether those concerns were driven by patient symptoms, and the rational for selecting competitor hardware. It was reported that globus representatives were not informed of the revision at the time and therefore had no additional information to provide. The representative was later notified by the hospital following a tip fracture of a threaded driver shaft (6120.5080), able to be removed from the patient, which prompted outreach so an eef could be recorded. The tip fracture suggests that the remaining screws were rigidly fixed to the bone throughout the construct. However, it cannot be determined whether the two screws reported as potentially loosened were in fact backing out due to an inability to replicate operative conditions. As reported, the patient experienced no post-operative complications. As reported, this failure did not result in any additional harm to the patient. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, g3, g6, h2, h6, h10.

Event description:
It was reported that when they looked at the pre-op images prior to a revision to reposition screws, they saw all screws were perfectly placed but looked like 2x screws had a halo around them indicating loose screws. The surgeon removed all screws and replaced them with another company's hardware.